Event description:
The following has been reported: blank screen, won't turn on. A preliminary review of the logs was not performed. The device was returned for evaluation. Upon return, the device does not power up. The device was opened to inspect for internal damage. There is a strong and foul odor emanating from the pump due to damages & reactions caused by fluid ingress. Further investigation poses a health risk and is not possible. Unit is to be scrapped. Reporting as a conservative measure due to the fluid ingress identified during investigation. No adverse effects were reported.